Manufacturer narrative:
H3: one device was received for investigation. Visual inspection showed the device was in used condition. The device was functionally tested, but the investigation could not duplicate the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. No action was taken regarding the customer reported issue.

Event description:
It was reported that the pump constantly showed overpressure. There was unknown patient involvement. No patient harm/adverse event was reported.